Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed damage to the driveline¿s outer jacket. Although a specific cause for the observed damage could not be conclusively determined through this evaluation, log file review appeared to show the pump functioning as intended. The submitted log file captured no notable events. The pump appeared to have functioned as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 6 of the IFU states that, ¿the patient must always connect to the power module or the mpu for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms.¿. Heartmate 3 lvas patient handbook is also currently available. The patient handbook contains the precautions and steps that the patient should take when preparing for sleep. Both the IFU and patient handbook contain sections on how to care for the driveline and outlines indications of driveline damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2021 with an unraveled driveline. No alarms reported. Log file submitted captured routine events and the vad (ventricular assist device) and peripheral equipment appeared function as intended. The patient was sleeping on battery power which is not a recommended practice. There was noticeable wear and tear on the driveline protective coating and the patient remained asymptomatic. The patient¿s driveline was reinforced, and the patient was to be monitored. No further information was provided.